Manufacturer narrative:
(B)(4). The following additional information was received from the customer: 1. "Patient did not present any alteration, the day after the incident the catheter was removed without complications or skin lesions."; 2. "No patient harm reported."; 3. "No medical intervention required."; 4. "The catheter had a small hole, being closed without the possibility of blood leakage. It occurred outside the patient and did not compromise any tissue.". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: corrected data: section f.10-health effect clinical code corrected to 4582; section f.10-health effect impact code corrected to 2199; section h.6-health effect clinical code corrected to 4582; section h.6-health effect impact code corrected to 2199.

Event description:
The complaint is reported as: "administration of bolus of ringer's lactate through the distal lumen of the right jugular central venous catheter, when starting administration there is evidence of a small hole in the course of the distal lumen through which the drugs are extravasated, so it is not possible to administer drugs through this route.".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "administration of bolus of ringer's lactate through the distal lumen of the right jugular central venous catheter, when starting administration there is evidence of a small hole in the course of the distal lumen through which the drugs are extravasated, so it is not possible to administer drugs through this route." Additional information was requested, but not received at the time of this report.